Manufacturer narrative:
The history log for this device showed the pad-pak was first installed in december 2010 and performed to specification up to the 7th april 2013. Multiple manual power ups of ten minutes duration were recorded between (B)(4) 2013 and the final history log entry on the (B)(4) 2015. The pad-pak became depleted during this time, a further pad-pak was installed, which also became depleted. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time outs and the excess current drain measured during the investigation would confirm a failing membrane. The fault could not be measured with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Device switching on automatically.